Event description:
In the event: the oncoming night registered nurse (rn) verified drips/med/rates and made note of the syringe volumes and signed off on the sheet. The dilaudid (hydromorphone) drip syringe had an adequate amount of fluid given the slow rate at 0.027 mg/kg/hr with medicine calculated weight of 3.24 kg = 0.087 ml/hr. The line change had been done by the day rn which uses more fluid than the 3 ml in the new syringe. The night rn mentally noted there was an adequate amount in the syringe but did not directly note exactly how much. The syringe beeped "low volume"; and there was only around 0.1 ml left in the syringe, when there should have been more. Rn called charge nurse to the bedside and charge and staff rn called nicu fellow to bedside. It is unclear whether the patient did receive too much dilaudid from the pump. The infant has a secure airway (ett) that was retaped and received boluses of dialudid, precedex and versed. The md team came to the bedside and rn explained the possible med pump malfunction. The md ordered the dilaudid drip stopped for now with a prn morphine bolus if needed, increase vent rate from 20 to 25, and okay to give more oxygen from patient's usual 35-40% to 50%. Vital signs stable for this patient. Ett secure. The pump was pulled from the room and tagged for further evaluation by biomedical engineering. Once biomedical engineering received the pump in question, physical rate accuracy testing was completed by the technicians with no problems found and all calibrations were seen to be within manufacturer specified range. Upon review of the syringe pump event logs, the reason the syringe emptied faster than expected during this time frame is because the nurse, when prompted to choose if the syringe in use was 1 ml or 3 ml size, chose 1 ml. Nicu confirmed that hydromorphone syringes only come from pharmacy in 3 ml syringes. If the wrong syringe size is selected and confirmed by the rn, a 3ml syringe running as a 1ml syringe will empty roughly 3 times quicker than expected. Biomedical engineering ran these rate scenarios to confirm that there was no malfunction with the pump. Following review, biomedical engineering and nicu discussed the findings and determined that another incident prior to this was also the cause of the wrong syringe size being selected and confirmed by the nurse. This problem has been a known issue with 1ml and 3ml syringes on the medfusion 4000 pump since the diameter of a bd 1ml and 3 ml syringe is very similar. It is not possible to make modifications to the medfusion 4000 library to only allow specific syringe sizes with specific medications. The resolution is to re-educate nurses to ensure that they select the correct syringe size for what they are delivering to the patient when prompted to by the pump to choose between a 1ml or 3ml syringe.